Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port (sp) medium-large clip applier instrument was analyzed and found customer reported tip was damaged. The instrument was found to have a broken grip input disk. The input disk controlling the grip of the applier appears completely broken. The breakage was seen reaching all around the input disk. As a result of the fully broken inputs, the instrument failed the clip test but passed the intuitive motion test. Visual inspection was performed and found no damage to the instrument main tube or distal end. Additional finding(s) related to the customer reported complaint: the instrument was found to have failed functional testing - clip test. The failed clip test was likely caused by the broken grip input disk. The grips clip test was performed and failed. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Although initial investigation determined the most probable common cause to be not determinable/applicable, after additional investigation/testing, the most probable common cause is determined to be attributed to the user. Additional observation(s) not reported by site: the instrument was found to have corroded bearings. Input disk bearings exhibit orange discoloration. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) medium-large clip applier instrument would not close to lock the clip in place. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient demographics were shared.